Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose from the beginning of october, 2018 with blood glucose of about 66 mg/dl at the time of the incidents. The customer was at 230 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump auto mode over delivers insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.